Event description:
The patient reported with the last batch of v-go devices that he started to use about 2 weeks ago, patient has been having problems with the v-go devices falling off of his stomach and side and the adhesive not sticking to his body. The patient stated that he uses alcohol swabs to clear the infusion site and patient estimates that the v-go devices are falling off between 4 and 12 hours of use. The patient stated that this has happened with 1 v-go every day for the last 2 weeks. The patient disposed of the worn v-go devices .